Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00123.

Event description:
It was reported that the torque limiting handle did not work correctly during surgery and caused the final driver to break. An alternative final driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The torque limiting handle was past its recalibration due date at the time of this event. However, the handle was not returned for evaluation so no results are available and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
UDI number: na. The returned screwdriver was evaluated. The tip was found to have fractured in a manner consistent with screw removal. The cause is likely attributed to torque placed on the device which exceeded its capabilities. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque limiting handle did not work correctly during surgery and caused the final driver to break. An alternative final driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.